Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep performed a filament calibration via the remote utility suite and saved the new configuration to the system and a backup floppy. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system was displaying a filament regulator error message during use. No pt injury was reported.